Event description:
It was reported that during the procedure the sheath broke and remained in the patient. The sheath was not able to be removed. There was no medical intervention, no adverse consequences and no clinically significant surgical delay. The procedure was completed successfully.